Event description:
It was reported that a dexcom g7 sensor paired to the dexcom app failed to pair and transmit glucose readings to the ilet, resulting in no cgm data on the ilet while the dexcom app continued to display values. Symptoms included no adverse clinical signs and no change in blood glucose status. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included customer service troubleshooting, device reboot, verification of pairing status, review of alerts indicating pairing failure, entry of a blood glucose value to reestablish communication, and instruction to disable the phone¿s bluetooth for the dexcom app. Investigation of this case revealed that the ilet resumed receiving cgm readings after restart and re-pairing steps, indicating a resolved communication pairing issue between the ilet and the dexcom g7. It was concluded that the event was due to a temporary pairing failure between the ilet and the dexcom g7 sensor, which resolved after standard troubleshooting without clinical consequence.